Manufacturer narrative:
No code available for user regarding physician being uncomfortable using the lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with presyncopal symptoms. Upon review of the surface electrocardiogram, a junctional escape rhythm was exhibited with no pacing. Once interrogated, the device began to pace at the base rate. The symptoms resolved at that point and the pacemaker tested normally. The physician elected to explant and replace the device on (B)(6) 2017. The right atrial lead was capped and replaced due to past lead noise. It was noted that the right ventricular lead had increased threshold that was still well within normal range. The right ventricular lead was capped and replaced due to an unspecified issue. The physician wanted to start with an entirely new system. The patient was stable following the procedure.